Manufacturer narrative:
The device and electrode remain in service. A request was made for the field representative to provide additional information, including the name of the physician and hospital for the case, and how this issue was resolved. This report will be updated when additional information is received. The explanted products were not returned to boston scientific for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. Technical services reviewed the episode and found myopotential noise that was oversensed. Noise was observed in all vectors and r-wave amplitudes were small. Technical services reviewed x-rays and discussed optimizing system placement. Re-screening was recommended to find a better placement that would avoid muscle noise and improve r-wave amplitudes. No adverse patient effects were reported. Boston scientific received additional information. The field representative later reported the s-ICD system was explanted and replaced with a competitor's transvenous implantable cardioverter defibrillator (ICD). The actual date of the procedure was unknown, as no boston scientific representative was present for the case. No additional adverse patient effects were reported.